Event description:
Additional information received indicates that this event caused a delay in procedure of about 10 to 15 minutes. No further complications in procedure were noted. The patient remained hemodynamically stable throughout the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
An event of "the device deployed into a cobra deformation involving both discs" was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis; however, two photos and one video were received for analysis. Based solely on the aforementioned photos and video, the occluder appeared to deploy with a cobra deformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 22 mm amplatzer septal occluder was chosen for implant. During procedure, the device was deployed from the delivery system within the left atrium, and it was observed that the device deployed into a cobra deformation involving both discs. The device was retracted back into the delivery system and removed from the patient. The physician deployed the device on the preparation table and observed the same cobra deformation. The device was massaged and redeployed successfully into the patient after two attempts. It was reported that this event caused a delay in procedure. No additional information was provided.

Manufacturer narrative:
An event of "the device deployed into a cobra deformation involving both discs" was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis; however, two photos and one video were received for analysis. Based solely on the aforementioned photos and video, the occluder appeared to deploy with a cobra deformation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the amplatzer septal occluder instructions for use, artmt100116885 revision a "warnings: do not release the device from the delivery cable if the device does not conform to its original configuration or if the device position is unstable or if the device interferes with any adjacent cardiac structure, such as superior vena cava (svc), pulmonary vein (pv), mitral valve (mv), coronary sinus (cs) or aorta (ao). Recapture the device and redeploy. If still unsatisfactory, recapture the device and replace with a new device""